Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported the customer was hospitalized in (B)(6) 2015 while on insulin pump therapy. The customer's blood glucose was unknown at the time of the call. The detail of the hospitalization was not provided. The insulin pump will not be returned for analysis.